Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt experienced pain at the ipg site. The pt lost weight since the implant and the ipg position was no longer comfortable. The ipg was re-pocketed to a more comfortable location.